Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided . Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned to the manufacturing facility for evaluation. The samples received consists of (B)(4) pieces, unblistered safety needles wherein the cannula was observed slightly tilted starting from the glue mound leaning on one side of the safety sheath. Trace of usage inside needle hub presumed to be from medicine used was observed on sample one. In addition, both samples had the safety sheath already activated upon receipt. Based from the results of our investigation, the root cause of the problem could not be identified. However, simulation conducted on retention samples showed needle was securely in place on safety sheath after activation and no bending or tilting was observed. Retention samples revealed no defects. We have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device used on the patient; see MDR #: 3003902955-2018-00013 for the first device reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that when trying to secure needle (after administration of vaccine) the needle went sideways. Operator had to re-adjust with hard surface for needle to lock in properly. There was no impact on the patient, patient received injection successfully. Additional information received on 04/17/18 the needle bent after attempted sheath activation and was only activated after manipulating the needle to safety sheath. Additional information received on 04/25/18: actual sample was unexpectedly received with sample for complaint (B)(4). Additional information received on 04/26/18: the event reported is identical to the first occurrence. The second needle did not bend quite as much as the first one.